Manufacturer narrative:
The axium coil will not be returned for evaluation as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil was migrated into the inferior mesenteric artery during the coiling treatment of a type 2 endoleak. It was reported that the coil was deployed correctly and during injection of onyx 34 this coil migrated approximately 5 cm into the inferior mesenteric artery. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.